Event description:
It was reported that insulin pump gauge displayed a much lower insulin amount than caller expected, even though cartridge had been filled correctly. There was no reported impact to the customer¿s blood glucose level. Caller disconnected from infusion site and delivered test bolus as instructed, then reloaded same cartridge with guidance from technical support, after which displayed insulin estimate closely matched expected amount and issue was resolved.